Event description:
Information received by medtronic stated that the battery compartment of insulin pump battery compartment was cracked. Customer stated that the insulin pump had a failed battery alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged in the hospital emergency the physician accidentally detached and dropped the pump and cracked the back of the pump on the battery collar, super glue on the crack and battery failed alarm, blank display and battery not recognizing the pump. On case-(B)(4) (svn:(B)(4)) (B)(6) 2020 customer alleged for keypad unresponsive. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with adhesive(glue) on the battery tube threads, pillowing keypad overlay, cracked battery tube threads, missing display window cover, cracked select keypad overlay and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08630 inches. No blank display during testing. The pump recognized the test battery when inserting into the battery compartment noted. All buttons functioning properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no battery failed alarm on the event date of sept 18, 2021; however, found: low battery alarm on 09/10/2021 at 04:01:00. Replace battery alert on 09/10/2021 13:32:00. Battery failed alarm on 08/12/2021 02:49:28, 02:50:08, 16:35:40, 17:34:55, 17:35:24. Power loss alarm on 09/12/2021 15:46:44. Pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found moisture damage on the 40 pin flexible printed circuit/lcd and j1 on the pcb 2. No moisture damage on force sensor, keypad assembly and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. The test 40 pin flexible printed circuit/lcd installed in the original pcb 1 and pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement are within specification. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump received with a high sleep current measurement due to moisture damage on the 40 pin flexible printed circuit/lcd. Cosmetic damage confirmed on the battery tube threads, case near the corner of belt clip rails and glue on the battery tube threads. Customer alleged for keypad unresponsive, battery failed alarm, blank display and battery not recognizing the pump was not confirmed. The force sensor is within specification and the motor functioning properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.